Event description:
Lead explanted due to fracture. No adverse patient events were reported. Should additional information be received, this file will be updated.

Manufacturer narrative:
Upon receipt, the lead under complaint was subjected to an extensive analysis. The performance of the lead was scrutinized, including a visual, mechanical and electrical inspection. The analysis showed that the insulation was found rubbed through between 53 and 57 cm distal to the is-1 connector pin. Based on the characteristics of this damage, it is reasonable to assume that the lead had been subject to severe mechanical stress in the implanted state. Significant lead motion in the area of the tricuspid valve and interaction with atypical tissues should be taken into consideration. Furthermore, a deformed inner conductor coil was found directly next to the is-1 connector pin, which was probably caused by over rotation of the connector pin during the retraction of the fixation helix in the extraction procedure. Additional cuts into the insulation were found 20 cm distal to the is-1 connector pin, these cuts resulted from the surgery. The rv shock coil was found stretched, the damage most likely occurred due to tensile stress when extracting the lead. Prior to the analysis of the device, the quality documents accompanying the manufacturing process for this device were re-investigated. All production steps were performed accordingly, and in particular the final acceptance test proved the device functions to be as specified. In conclusion, the analysis did not reveal any sign of a material or manufacturing problem.

Manufacturer narrative:
The device is currently not available for analysis. No conclusion can be drawn at this time. No additional information is available at the moment. The file is closed. The investigation will be re-opened should additional data become available.